Manufacturer narrative:
The device shows the jaw broken off at the hinge. Instrument was manufactured in 2014-09. The instrument had been in use for approx. 6 years. The damage is most likely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-enforcement of the broken area has been implemented with production (B)(6) 2016.

Event description:
Allegedly, the instrument jaw broke inside the patient. The facility has not provided any details of the incident, therefore; we have no information regarding the event or the patient.